Manufacturer narrative:
(B)(4). Follow up emdr for correction: initial MDR submitted in error. Based on the reported information and photo initially provided by the customer, the fiber is observed outside the fluid path therefore is not MDR reportable. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury.

Event description:
One fiber can be seen in the package.

Event description:
It was reported while using bd phaseal¿ injector luer n35c foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one fiber can be seen in the package.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.